Manufacturer narrative:
B5: upon follow-up, it was reported that the patient experienced diarrhea (four days prior to the peritonitis diagnosis). At the time of this report, the patient has recovered from abdominal pain and diarrhea. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by abdominal pain, cloudy pd fluid and other unspecified symptoms of peritonitis. A day after initial symptom onset, the patient was hospitalized due to the events. The same day as the peritonitis diagnosis, the patient was treated with vancomycin injection (1gm, every 5th day, intraperitoneal, ongoing) and ceftazidime injection (1gm, once daily, intraperitoneal, ongoing) for peritonitis. At the time of this report, the patient remained hospitalized, was recovering from peritonitis. Pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.